Manufacturer narrative:
Reference medwatch 3004209178-2015-75780 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes she was unable to calibrate. The insulin pump experienced an unexplained re-initialization after inserting the sensor. Her blood glucose level dropped from 150 mg/dl to 42 mg/dl. She treated her low blood glucose with juice and doughnuts. The insulin pump alarmed meter blood glucose now, calibration error, and sensor error. The device was not returned.